Event description:
It was reported that the customer had been treated at the emergency room for high blood sugars. Customer was not admitted to the hosp. Troubleshooting indicated that the device was functioning properly. Recommended changing the infusion set with a new vial of insulin and rotating the insertion site.